Manufacturer narrative:
Continuation of d10: product ID ev240163, lot# serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant of the extravascular implantable cardioverter defibrillator (ev-ICD), during observation swelling was observed. A hematoma was identified within the pocket. The pocket was reopened, the hematoma was removed, the bleeding site was carefully controlled with hemostasis, and the device was repositioned. The physician suspected the bleeding was caused by a slight injury to part of the latissimus dorsi muscle. The patient's hospitalization was extended. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient experienced pain and tenderness at the left incision site were noted. In addition to the hematoma evacuation, the patient's blood thinner was discontinued, a blood transfusion was completed, a chest band application was done, and oral pain medications prescribed. One week later, the patient was started back on blood thinners and two days post that, recovery was confirmed. No hematoma enlargement or worsening pain was reported. The chest band was discontinued at this time. The patient is a participant in a clinical study.